Event description:
It was reported that when connected to the infusion set, the maxzero needleless connector leaked and a crack was found in it. The following information was provided by the initial reporter, translated from chinese to english: "the nurse connected the connector and the infusion set, and found that the screw of the connector and the infusion set were leaking fluid, and there was a crack above the connector the customer is a tumor hospital and mostly uses chemotherapeutic drug. Connecting and disconnecting maxzero (with infusion set, preflush set, 20ml syringe for injecting drug) often occurred at least 6 times every single day. Potential cause: 1. The tip of 20ml syringe was too big; 2. Drugs: vitamins, isophosphamide, doxorubicin hydrochloride, methylene sodium; 3. Infusion set / preflush set (made by weigao) was connected with maxzero too tight; 4. Operation: when connecting the connector with infusion set / preflush set, the nurse pinched the connector rather than the tube hub."

Manufacturer narrative:
H6: investigation summary: one mz1000 china sample was received for investigation with residual fluid; no packaging was received with the sample, however the customer indicates the affected lot number to be 20056234. Additionally a 20ml kdl luer slip syringe was received with opened packaging to assist the investigation. A visual inspection identified a crack at the edge of the female luer adaptor of the maxzero leakage was observed from the crack during a flush through. The taper from the luer slip of the received kdl syringe was measured and found to be within specification. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20056234 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations into complaints of this nature could not identify a definitive root cause for cracks to the luer of the maxzero; however it is possible that the cracking was caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance the customer confirmed the samples are being disinfected with alcohol previous to usage; please note that the dfu for the maxzero states that "the device should be disinfected with an appropriate antiseptic agent, such as 70% ipa, prior to each access.". A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the maxzero product.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when connected to the infusion set, the maxzero needleless connector leaked and a crack was found in it. The following information was provided by the initial reporter, translated from chinese to english: "the nurse connected the connector and the infusion set, and found that the screw of the connector and the infusion set were leaking fluid, and there was a crack above the connector the customer is a tumor hospital and mostly uses chemotherapeutic drug. Connecting and disconnecting maxzero (with infusion set, preflush set, 20ml syringe for injecting drug) often occurred at least 6 times every single day. Potential cause: the tip of 20ml syringe was too big; drugs: vitamins, isophosphamide, doxorubicin hydrochloride, methylene sodium infusion set / preflush set (made by weigao) was connected with maxzero too tight operation: when connecting the connector with infusion set / preflush set, the nurse pinched the connector rather than the tube hub".